Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient was experiencing pain as the ipg had been tilted. No device malfunction was suspected. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein extensions were added. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient was experiencing pain as the ipg had been tilted. No device malfunction was suspected. The patient will undergo a revision procedure.